Manufacturer narrative:
(B)(4). The device involved in this complaint has not been returned to the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges that "it was reported that air leakage was confirmed from the gap between upper and lower housing". The alleged defect was detected prior to use, during functional testing. No report of patient involvement.

Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was returned for evaluation. A visual exam was performed and it was observed that the sample was cracked on the parting line of the housing device. The cracked parting line may be due to mishandling of the product during use. Extra force applied during connection could lead to a cracked housing and cause leakage. At the manufacturing facility, a 100% inspection and leak testing is conducted on this product; therefore, any defects would be detected prior to release.

Event description:
Customer complaint alleges that "it was reported that air leakage was confirmed from the gap between upper and lower housing". The alleged defect was detected prior to use, during functional testing. No report of patient involvement.